Event description:
This ra lead was implanted on (B)(6) 2004 and was explanted on (B)(6) 2016 due to episodes of noise on the same day, only 1 min apart. There was several recordings of low impedance less than 200 on atrial lead. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).